Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).

Event description:
Procedure: urogynecological. According to the reporter: the pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Event description:
(Interim medical records for the time period (B)(6) 2006-(B)(6) 2013 were unavailable for review). (B)(6) 2013 - frrequent urinary tract infection (uti), dysuria, cystocele, bladder stone and flank pain, no extrusion - recommended for rigid cystoscopy, removal of bladder stones, bladder biopsy and fulguration, exam under anesthesia interventional surgery: (B)(6) 2013 - underwent rigid cystoscopy, removal of bladder stones, bladder biopsy and fulguration, exam under anesthesia - findings: there is no evidence of mesh erosion, several small stones in the bladder which were all removed. Complications post interventional surgery: (B)(6) 2013 - chronic vaginal pain, recurrent uti, stage 2 anterior vaginal wall prolapse with significant apical prolapse, bladder stones, back pain, pain urinating, nausea, vomiting, blood in urine, bothersome vaginal bulge which she occasionally splints to bring it up, dysuria, urgency, frequency, hematuria, mesh prominence with tenderness, recurrent vesical calculi and flank pain - recommended for transvaginal mesh excision, cystoscopy, possible bladder/urethra and reconstruction mesh revision surgery: (B)(6) 2013 - underwent cystourethroscopy and transvaginal excision of mesh for chronic pelvic pain.